Manufacturer narrative:
It was reported that the monitor arm allegedly detached from the bracket and fell while the monitor was being adjusted. There was no patient involvement, no injuries and no adverse events reported. The investigation is ongoing and stryker will perform a supplemental once the investigation has been completed.

Event description:
It was reported that the monitor arm allegedly detached from the bracket and fell while the monitor was being adjusted. There was no patient involvement, no injuries and no adverse events reported.

Manufacturer narrative:
It was reported that an innovative monitor arm fell from the teletom tube mount. The structural screw at the bottom of the mount allegedly backed out. In order to back out, this screw would have had to loosen from over-use or misuse. The failure could have also been caused by either improper maintenance by the account or improper installation. With proper installation, maintenance, and use, it is unlikely that the screw could have backed out causing the separation. The installation manual for this unit is maintained by innovative as they provide and manufacture the arm. In addition, the present models of teletom (4 and 6 series) are sold exclusively with cim arms; innovative arms have been removed as an option from the configurator. The stryker teletom installation manual will not be updated to include any new details on installing innovative arms since these arms are no longer sold with teletom booms.

Event description:
It was reported that the monitor arm allegedly detached from the bracket and fell while the monitor was being adjusted. There was no patient involvement, no injuries and no adverse events reported.